Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving multiple inappropriate shocks. Upon interrogation of the device, an alert message showed output circuit damage. Noise was noted on the rv channel which was reproduced by moving the patient's arm. During device change out insulation damage was observed. The lead was capped.